Manufacturer narrative:
Further information from the reporter regarding event, product and permission to contact physician cannot be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's relative reported right side possible rupture. Device remains implanted.